Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty was performed, during which complete heart block (chb) was noted. Subsequently, a temporary pacing lead was inserted into the patient on the left femoral side for left ventricle pacing. The valve was then implanted in the patient. Recovery from the chb was confirmed following valve placement and the pacing lead was withdrawn from the patient. The chb returned; however, in addition to atrial fibrillation. The pacing lead was reinserted from the right internal jugular vein and the patient remained on temporary pacing following the procedure. No additional adverse patient effects were reported. Additional information was received that one week following the valve implant, a permanent pacemaker was implanted due to the chb.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed, during which complete heart block (chb) was noted. Subsequently, a temporary pacing lead was inserted into the patient on the left femoral side for left ventricle pacing. The valve was then implanted in the patient. Recovery from the chb was confirmed following valve placement and the pacing lead was withdrawn from the patient. The chb returned; however, in addition to atrial fibrillation. The pacing lead was reinserted from the right internal jugular vein and the patient remained on temporary pacing following the procedure. No additional adverse patient effects were reported.